Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the fox plus dilatation catheter was advanced to the target lesion and inflated. During the first inflation attempt, the device was inflated to 6 atmospheres. It was noted that fluid was leaking from the front of the balloon. The device was removed from the anatomy without difficulty. A second fox plus dilatation catheter was then used without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.